Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-115 mg/dl fasting. Verified the strips expire 08/14/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 103mg/dl and 125mg/dl fasting. Reviewed meter memory: 112mg/dl (B)(6) 2015 08:01:00 am fasting yes; 176mg/dl (B)(6) 2015 05:59:00 pm fasting yes; 120mg/dl (B)(6) 2015 05:22:00am fasting yes; 105mg/dl (B)(6) 2015 03:26:00am fasting yes; 186mg/dl (B)(6) 2015 12:14:00 am fasting yes. Customer believed her result of 256mg/dl this morning was inconsistent with her expected target range of 100-115mg/dl.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complains of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-115mg/dl fasting. Verified the strips expire 08/14/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 103mg/dl and 125mg/dl fasting. Reviewed meter memory: (B)(6). This morning was inconsistent with her expected target range of 100-115mg/dl.

Manufacturer narrative:
(B)(4). Product returned on (B)(4) 2015. Eval in process.